Manufacturer narrative:
Remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 5 month post-operative CT showed shows evidence of possible infection with collection of air observed within the aorta. As of the date of this report, the patient was entered into hospice care and antibiotics were administered. There have been no additional patient sequelae reported.